Event description:
In 2003, operator was in the process of emptying the waste bottle in an advia centaur instrument when the waste splashed into their mouth and eyes. At this time there has been no report of any deleterious effect from this exposure. The operator did consult with their employer's health dept and some blood has been drawn to determine baseline levels. The advia centaur reference manual has a section on "emptying the waste bottle" (4-32), which advises on how to protect oneself from biohazardous exposures. It also recommends using the waste valve at the bottom of the bottle. In addition, all documentation state that personal protective equipment should be worn when empyting the waste bottle and handling biohazardous wastes. The operator was trained on these sections at the time of the initial report. The issue is due to the operator not following the appropriate warnings and instructions for use and there is no need for further corrective action. For medical device reporting purposes this event is considered closed.